Manufacturer narrative:
(B)(4) 2015 this product was evaluated and repaired by an independent repair center. Should additional information become available regarding this no audible alarm issue, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is unit shuts down and unit alarms not functional. The key failure to unit shutting down is the sieve is leaking. Additional malfunction identified on the irs is a defective power switch (aka on/off switch). The power switch non-functioning alarm issue is a reportable event which is the basis of this 3500a.